Event description:
Information received from the field notes that after the patient's pulse dropped, he went in for an office check. The device could not be interrogated and a telemetry error message was displayed. A second programmer gave the same results. Therefore, the device was replaced.